Manufacturer narrative:
The history logs for this device showed the pad-pak was first installed on the(B)(6) 2013 and performed to specification up to (B)(6) 2015. The device records multiple manual power ups, mainly under 1 minute duration on (B)(6) 2015. The pad-pak was then removed. A pad-pak was installed on (B)(6) 2015 and passed a self-test. A test pad-pak was installed and the device passed a self-test. The device successfully delivered test therapy and an acceptable measurement was recorded for the test shock. The device powered off normally with a flashing green status led. The device performed to specification throughout testing at heartsine. The manual power ups of under one minute duration may suggest the user was power cycling the device or the device was switching itself on.

Event description:
There was no patient involved in this event. The device switches on automatically.